Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ins was low, and stimulation was turned off. The caller reported that the patient charged for 9 hours and it didn't charge the implant. The caller reported coupling kept dropping down to 2 bars even if the patient didn't move the antenna. The caller reported the problem had been happening for a long time. The caller reported the patient said, ¿recharging never worked really well.¿ it was recommended to meet with a rep and review the recharging process. The patient¿s son reported when the ins recharge therapy worked well.